Event description:
It was reported that the target lesion was located in the proximal circumflex artery with mild tortuosity, no calcification, and 85% stenosis. After predilatation with a non-abbott balloon catheter a 2.5 x 18 mm xience prime stent was implanted. Then the 2.5 x 12 mm nc trek balloon was advanced for post-dilatation. There was no resistance during advancement to the lesion. When the balloon was attempted to be pressurized during the first inflation, it did not inflate. It was retracted from the anatomy and a balloon rupture was confirmed. The device was exchanged for another of the same size of nc trek balloon and post-dilatation was performed. The procedure was completed without issue. There were no adverse patient effects and there was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: tgv; guide cath: brite tip; stent: xience prime 2.5 x 18 mm. The customer reported that the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.